Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Upon completion of analysis, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system suffered a cardiac arrest and had to be externally rescued by ems. The patient was taken to the hospital and intubated. Upon interrogating the s-ICD, there were no treated or untreated episodes. There were atrial fibrillation (af) monitor episodes that showed the smart pass feature became disabled on (B)(6) 2017 due to small signal amplitude. Engineering analysis of the af monitor episodes were performed. Episode 3 is a smart pass episode. The stored episodes show small amplitude and relatively noisy (small signal to noise ratio) electrograms. Episode 3 was difficult to pick out the signal from the noise. The captured episodes show a much larger signal and less noise. The onset of the smart pass episode show what appeared to be a ventricular tachycardia (vt), but the rate was between 126-146 bpm (well below the lowest programmable rate sone cutoff for this device). The shock lead impedances were also noted to be high. It was noted the patient is very thin with a concave chest. Auto-setup was performed. Primary sensing vector got really small when the patient would lie down, therefore alternate was chosen. Further system evaluation was recommended to check connections and system positioning. The patient's condition improved. He was extubated and ambulatory. The s-ICD system was explanted one week later. It does not appear a replacement system was implanted. The s-ICD was returned for laboratory analysis.